Event description:
Reportedly, before an implant attempt, the physician verified the operation of the fixation mechanism, as recommended by the physician manual, but the helix would not retract in multiple attempts. Another lead was implanted instead.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.